Event description:
The patient's parent reported the child no longer responded to sound following a blow to the head. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery had not been scheduled as of the date of this report.